Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during prime. The technical service representative (tsr) had the home patient (hp) check that the clamps were open and that the frangibles were broken. The hp stated that when she checked the frangible, the supply bag came loose. The hp reconnected the supply bag. The hc alarmed again. The tsr tried to help the hp and advised her to get another supply bag to try on the final line, but the hp argued. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.